Event description:
It was reported that during a stenting treatment procedure a tip detachment occurred. Access was obtained via the radial artery. The 90% stenosed, 2.50x20mm target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx). A non bsc guide wire was advanced to the lesion and then the physician attempted to predilate the lesion with a 2.25mm non bsc balloon; however, the balloon catheter was unable to cross the lesion. The physician tried to advance a 1.5mm non bsc balloon to the cx but this device was also unable to cross the lesion. A kinetix guide wire was advanced to the lesion for additional support. The physician attempted to cross the lesion again with the 1.5mm non bsc balloon; however, the device was still unable to cross the lesion. The kinetix guide wire was exchanged for a non bsc guide wire; however the 1.5mm balloon catheter was still unable to cross the lesion. The physician removed everything as a system and then advanced a non bsc guide wire to the left anterior descending artery (lad) and advanced the kinetix guide wire to the lcx. The 1.5mm non bsc balloon catheter was advanced to the lcx and successfully crossed the lesion. When the physician attempted to inflate the balloon to an unspecified pressure on the third inflation, it was noted that the tip of the kinetix guide wire was bent. The physician pulled back on the wire to make it straight; however, the physician was unable to straighten out the wire. The physician pulled back on the wire a little more and the wire tore and became detached approximately 20mm from the tip of the wire. An unspecified stent was implanted in the lesion, crushing the detached tip of the wire against the vessel wall. The procedure was completed at this point with no additional patient complications reported. The patient was discharged the following day.

Event description:
It was reported that during a stenting treatment procedure a tip detachment occurred. Access was obtained via the radial artery. The 90% stenosed, 2.50x20mm target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx). A non bsc guide wire was advanced to the lesion and then the physician attempted to predilate the lesion with a 2.25mm non bsc balloon; however, the balloon catheter was unable to cross the lesion. The physician tried to advance a 1.5mm non bsc balloon to the cx but this device was also unable to cross the lesion. A kinetix guide wire was advanced to the lesion for additional support. The physician attempted to cross the lesion again with the 1.5mm non bsc balloon; however, the device was still unable to cross the lesion. The kinetix guide wire was exchanged for a non bsc guide wire; however the 1.5mm balloon catheter was still unable to cross the lesion. The physician removed everything as a system and then advanced a non bsc guide wire to the left anterior descending artery (lad) and advanced the kinetix guide wire to the lcx. The 1.5mm non bsc balloon catheter was advanced to the lcx and successfully crossed the lesion. When the physician attempted to inflate the balloon to an unspecified pressure on the third inflation, it was noted that the tip of the kinetix guide wire was bent. The physician pulled back on the wire to make it straight; however, the physician was unable to straighten out the wire. The physician pulled back on the wire a little more and the wire ¿tore¿ and became detached approximately 20mm from the tip of the wire. An unspecified stent was implanted in the lesion, crushing the detached tip of the wire against the vessel wall. The procedure was completed at this point with no additional patient complications reported. The patient was discharged the following day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the kinetix str guidewire was received with no original packaging or other accessory devices. Upon initial receipt of the returned device, the distal tip was missing. Microscopic inspection of the device revealed an exposed core wire coming out of the high torque sleeve (hts). The core wire was fractured. The distal end of the device, including the coil/core/ribbon solder joint (ccr) and tip were not returned for analysis. The hts had three clean fracture points within one microcut. The remaining proximal portion of the hts measured approximately 6 in from the fracture point to the proximal attachment point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).